Event description:
Customer reported that they received a compromised force sensor system alarm as well as a no delivery alarm. Customer's blood glucose level at the 397mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the displacement test due to high motor current draw. The excessive no delivery alarm could be verified due to the alarm for a protruded drive support disk. No cosmetic damage was noted.